Event description:
It was reported the patient could not tell when the device was turned on or off. It was reported the patient did not have a patient programmer (pp) and had never had one. It was reported all the patient ever used before were the ¿blue magnets.¿ however, it was reported that the patient was provided with a pp from his manufacturer representative (rep). The patient reportedly met with his rep around the end of november and was given a pp. It was reported the patient met with the rep because the device had turned off accidentally. It was reported that the patient stated ¿sometimes it happens, accidentally turns it off, move close to his shoulder and shuts him down.¿ it was reported the patient was going to see the health care provider tomorrow.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3389-40, lot# j0313908v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3389-40, lot# j0313844v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).